Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint. In addition scratches and dents were noted on the plastic cover , the up angulation was out of specification missing olympus name plate on top, loose edge on connector label and not properly affixed. The device was repaired and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the bending section cover fell off the scope during reprocessing. There was no patient involvement.